Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient did not receive the drug blincyto, resulting in a 24-hour delay in treatment. During the 48-hour infusion, alarms were triggered, but the error was not resolved. The continuous infusion rate was set at 5 ml/hr, with a reservoir volume of 240 ml, of which only 15.5 ml was administered. The air detector was off, while the upstream sensor was on. The lock level was set to 2. A closed system drug transfer system (cstd) was used to fill the cassette, but the pump was not used to prime the extension tubing. The event occurred while in use with a patient, and there was no signs or symptoms experienced.